Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that while in the on state, ventilation stopped and an alarm was activated; the alarm details were unknown. The event occurred before patient use at the facility.

Manufacturer narrative:
H4 - device MFR date: updated. H3 and h6 codes: updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The customer's reported problem, "ventilation stopped and an alarm was activated" was not confirmed by functional testing. The reported issue did not reproduce, the cause unable to be determined. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.